Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the emergency department with fluid overload, shortness of breath, abdominal swelling, and dark concentrated urine on (B)(6) 2026. The ventricular assist device (vad) coordinator interrogated the patient's device and it showed alarms of the pump off. The patient noted that they had felt like they had a heart attack at the time of the documented pump off alarm a few nights prior to their admission. Patient had no explanation for the reason for the pump off alarms. The vad coordinator exchanged the system controller. After the controller exchange, there were no additional alarms or advisories while in the emergency department. Troponin levels were negative and a heart attack was not confirmed. The patient was given lasix, symptoms improved and the patient went home. The log files were submitted for review. The event log files captured an approximately 3 second pump stop on (B)(6) 2026 due to the driveline being disconnected. There were no alarms seen on the log files prior to the driveline disconnect. The file ended with another driveline disconnect on (B)(6) 2026 with no alarms just prior to the driveline disconnect. The mechanical circulatory support (mcs) equipment operated as intended.